Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted, upon completion of the evaluation.

Event description:
It was reported, that a malfunction alarm occurred. Customers blood glucose level was 520 mg/dl. Customer delivered a correction injection to address bg. The customer reverted to an alternate method of insulin therapy.